Event description:
An occlusion alarm was reported, but the alarm number could not be verified in the pump's history. There was no adverse impact to the customer¿s blood glucose level reported. The customer attempted troubleshooting with various techniques, but the occlusions persisted. Although the occlusion was inactive at the completion of contact, the customer was advised to continue using the device until a replacement arrived, with backup insulin available if needed. A replacement pump was recommended and approved, but follow-up attempts by cts received no response, leading to the closure of the case.